Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a surgeon that during surgery, the surgeon used the screw driver blade for inserting the screw. However, the driver blade broke. Therefore, the surgeon used the another screw driver and the surgery was completed succesfuly. There was no impact to the patient, no medical intervention, and no adverse consequences reported for this event.

Manufacturer narrative:
The correct catalog number has been identified. All necessary fields have been completed.

Event description:
It was reported by a surgeon that during surgery, the surgeon used the screw driver blade for inserting the screw. However, the driver blade broke. Therefore, the surgeon used the another screw driver and the surgery was completed successfully. There was no impact to the patient, no medical intervention, and no adverse consequences reported for this event.

Manufacturer narrative:
The reported event that the screwdriver blade has been broken off could be confirmed. The visual examination revealed that both wings at the tip / working area have been broken off. Furthermore the fracture surface shows the appearance of a forced rupture resulting from torsional and bending overload. Additionally, pressure marks are visible at the slot area for the blade fixation and at the hexagon area indicating high bending forces. Based on investigation the root cause for the partially broken off tip of the screwdriver blade was attributed to an inappropriate user related handling issue. According to this, the breakage was caused due to torsional and bending overload. Indication for any material, manufacturing or design related issue was not determined within the investigation. Therefore no preventive and/or corrective action is deemed to be necessary at this time.

Event description:
It was reported by a surgeon that during surgery, the surgeon used the screw driver blade for inserting the screw. However, the driver blade broke. Therefore, the surgeon used the another screw driver and the surgery was completed successfully. There was no impact to the patient, no medical intervention, and no adverse consequences reported for this event.